Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that they have exhausted all reprogramming options. The patient was seeing their physician on (B)(6) 2019 to discuss options. X-rays were taken; however, the issue has not yet been resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw the "settings not available" message on their controller. They had no other group besides a and tried going down to 0 and back up but they couldn't get past 19.4 ma. The patient also noted that they saw a "system problem" message on their controller and that it was hard to put the battery back into the controller. Additional information received from a manufacturer representative (rep). It was reported that a settings not available message was seen on the controller and an out of regulation message on the tablet. The device settings were as follows: prog 1: 3+4+5-6-7+, 21.6ma 310pw, 50hz; prog 2: 11+12+13-14-15+, 25.6ma, 350 50 hz. No impedance measurements were > 4,000 ohms. Everything was under 1250 ohms, and most values were in the 590-800 ohm range for the contacts the rep was using. The coverage of the legs was not high enough for the patient. The rep decided to have the hcp take x-rays to see if there is an issue with the lead. During the conversation the rep had with the patient, the rep asked if the patient had any falls. The patient responded that they had a fall, but stimulation sensation was the same prior to and following the fall. No further complications were reported.